Event description:
(B) (4) clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent malapposition occurred. During the index, the 90% stenosed target lesion located in the proximal left anterior descending was 8mm long with a reference vessel diameter of 3.50mm. Predilation was performed with the placement of a 3.50x12mm promus element study stent. Intravascular ultrasound (ivus) revealed mild malapposition of the mid section of the stent which was treated with post-dilation. Residual stenosis was 0%. The next day, the patient experienced myocardial infarction, acute chest pain with anterior st segment elevation and stent thrombosis. The physician treated the patient medically with improvement of symptoms and st segments. Repeat angiography was performed and revealed the left main coronary artery ¿large caliber and smooth¿, left anterior descending ¿large caliber, patent stent with haziness in the stent adjacent to the diagonal branch; distal left anterior descending (lad) with competitive flow from the left internal mammary artery (lima) graft¿ and the left circumflex (lcx) ¿moderate caliber; occluded 1st obtuse marginal (om); 40% stenosis of 2nd om. Repeat ivus revealed stent malapposition in the mid stent with a small area of thrombus adjacent to a small jailed diagonal vessel. The physician treated the area with post-dilation of the stent. Residual stenosis was 0%. Ivus showed no further stent malapposition. The event was resolved 3 days later without residual effect. The patient was later discharged on aspirin and clopidogrel. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).